Event description:
It was reported that the patient experienced lead migration/dislodgment. New leads were implanted on (B)(6) 2005 and the patient outcome was reported as resolved without sequela.

Manufacturer narrative:
Lead: model 377745, lot# n0031375, implanted: unknown, explanted: unknown. Lead: model 377745, lot# n0037992, implanted: unknown, explanted: unknown.